Event description:
A device was used during a low anterior resection. The device fired without incidence. On second post-opeartive day, a leakage was observed. The patient was returned to surgery and a diverting colostomy was placed.